Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after performing the probe passage on the patient, when holding the blue tip that would be the support to be able to pull the guide wire from the probe, the device broke and only the guide was left without the possibility of removing it because there was only the wire left. There was no patient harm reported.